Event description:
It was reported that the radiofrequency programmer head would not interrogate. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of intermittent telemetry, during analysis the head had intermittent telemetry and failed all uplink amplitude tests and therefore the cable was replaced to resolve. It was also noted that the label was delaminated and the label was replaced. (B)(4).